Event description:
After being held skin to skin by mother, nurse noticed blood backing up in secondary line of umbilical venous catheter (uvc) after placed back in giraffe. They then consulted with a second nurse trying to figure out why the line was backing up. Nurses tried to flush line with 10 ml flush, and line would not flush. Total parenteral nutrition (tpn) and lipids that were running in the line were shut off, and tpn clave on the syringe pump was leaking. This event was reported to the doctor. Doctor assessed at bedside, analyzed the line to remove the clot, and the leaking in the tubing/clave connection. New tubing and clave placed was on tpn and the IV continued as intended.